Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the ulceration cannot be ruled out. The image provided indicated seriousness. Contributing factors in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 76-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. Novocure was informed on (B)(6) 2024, that the patient experienced scalp breakdown which resulted in temporarily discontinuing optune gio therapy a few days at a time. At a dermatologist visit two days prior, it was determined the patient had radiation induced dermal atrophy and the affected area interfered with transducer array placement. On (B)(6) 2024, the physician advised discontinuing optune gio therapy until the area healed. The patient provided novocure with an image of the affected area. In the image provided, a large full thickness ulcer with central eschar and mild to moderate marginal erythema on the left parietal region of the scalp was visible. The prescribing physician was contacted for further details without reply.